Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. A nav mifi oi was selected for a procedure however during preparation of the device it was noticed that one of the lumens was clogged. The catheter was replaced. No patient complications being reported.